Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 244mg/dl after a supply change. A correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site as they did not have a replacement site. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.